Event description:
The customer reported that the insulin pump delivered 10 units of insulin into her body by itself. Troubleshooting was performed. The bolus history revealed that a normal bolus of 10 units was delivered. The customer stated that she was sleeping, and she denied programming the bolus. Advised the customer that a keypad lock or a block can be set on the device before she goes to bed to prevent a bolus delivering. The customer stated that she had a fire a year ago, which may have caused non visible damage to the insulin pump. The customer stated that she does not feel comfortable and a replacement of the device was requested. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.